Event description:
Covidien received info of ventilator with missing segments on the display. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board (pcb) and backlight inverter printed circuit boards (pcbs). The unit passed extended self-testing.